Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient did not show up for their scheduled appointment. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s stimulation had been turning itself off. The problem started 3 weeks ago and the patient was not sure what turned it off. It was reported that the patient had to use their programmer to turn stimulation back on and then after a couple of days stimulation turned itself off. It was noted that when the patient used their programmer to turn themself back on, the implantable neurostimulator (ins) icon did not have a lightning bolt. The patient denied pushing any buttons on the left side of the programmer. It was noted that the patient did not think there was any electromagnetic interference (emi) in their environment. The patient thought it happened when they walked into some stores. It was noted that yesterday the patient noticed their stimulation was off after they went to the store. The patient also mentioned that they were going through physical therapy and was doing some ¿weird things¿ there. It was reported that the patient had to exercise their muscles on their hip and had to do exercises because they could not hold their leg up for any period of time. The patient had to lie on the crooked board and then go through the obstacle course where they had to lift their feet above the cones and go up a 6 inch and 4 inch step and repeat it 5 times. It was noted that there were no electronic devices involved and it was only a physical therapy. The patient used to be at 2.2v and now they were at 1.6v. It was reported that the patient went through the airport security gates last month before the problem with the stimulation turning off started and felt a bad and painful feeling. The patient experienced a shocking or jolting sensation. It was reported that the patient turned their stimulation off at the airport and they ¿wanded¿ them. The shocking sensation went away. It was reported that the patient fell down twice. The patient fell really hard on the asphalt with black ice 6 days ago. It was a bad fall and the patient could not get themselves up. It was reported that the patient also fell down 2 weeks before the last fall and that was right before the patient started having problems with the stimulation. (B)(6) 2014 patltr (con): additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03710, implanted: (B)(6) 2013, product type: lead. (B)(4).